Event description:
Kyphon balloon kyphoplasty curette t-tip 7.0mm was being used. Md entered the vertebral body of t11 and when deploying the curette it seemed to bend. Md pulled out the curette and realized that the curette was in fact broken.